Event description:
The facility reports while transferring a patient who is wheelchair bound, the hoist suddenly raised without any buttons being depressed. When this occurred, the patient was raised with his wheelchair off the ground. Caregivers switched the hoist off and made the patient safe. They could not repeat the problem. No injuries reported.